Event description:
It was reported that the rn applied the vacutainer to patients IV to redraw blood. While redrawing blood from the IV, the rn noticed that there were drops of blood coming from the vacutainer and line. Rn went to investigate the hub of the IV and the vacutainer fell off of the IV. The middle of the vacutainer was broken off into the hub of the IV and was leaking blood onto the patient and bed. Rn had to switch the hub completely off of the IV to stop the blood flow. The vacutainer was broken on the side and in the middle. No adverse effects have been reported.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during receipt of the fully assembled products, to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.